Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment and blood flow obstruction occurred. The target lesion was located in the right renal artery. After an express® sd renal/biliary stent was deployed, an additional 5.0mmx15mmx90cm express® sd renal/biliary stent was advanced to treat the lesion. X-ray was performed and the physician decided not to deploy the second express® sd renal/biliary stent. However, as the device was being pulled out, the stent came off the balloon and occluded the right renal artery causing loss of blood flow. The physician was unable to remove the dislodged stent and the patient underwent an emergent bypass surgery. No further patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).

Event description:
Voluntary medwatch# (B)(4). It was further reported that after the stent dislodged, blood flow to the kidney was occluded and a hepatorenal bypass surgery was performed.